Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash with sores that bleeds. The patient reportedly has a nickel allergy. The therapy electrodes contain a small amount of nickel. The patient's physician recommended that the patient remove the lifevest.